Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because of high atrial lead impedance and oversensing. No oversensing was observed with the replacement device. This device is involved in a product advisory.